Event description:
The event, as reported, does not constitute a reportable malfunction; however, the returned device revealed a reportable malfunction. It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2014. According to the complainant, during hysteroscopy phase, fluid was leaking from the connection between the sheath and scope adapter. A new scope adaptor was used but the same problem occured. The procedure was successfully completed using the same scope adapter and another of the same procedure set. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation results: presence of hole on the sheath probe.

Manufacturer narrative:
Device analysis of the returned genesys hta procerva procedure set revealed that there was a hole present on the sheath probe approximately 6.5cm from the distal tip. The hole penetrated the outer lining of the probe. The hole was consistent with one caused by a tenaculum. A functional evaluation was performed by installing an acmi hysteroscope with adapter on the proximal end of the sheath probe. The distal end was covered with a sheath cap. As water was injected into the probe using a syringe, it leaked from the hole on the sheath probe. When the hole was covered, no leak was observed from the adapter and probe interface. Given the hole in the sheath probe was likely caused by a tenaculum, the most probable root cause for the complaint is caused by other device.